Manufacturer narrative:
(B)(4). During processing of this complaint attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.

Event description:
Device issue: failure to advance and shaft separation. Time of device issue: during stenting procedure. Adverse event: none. It was reported that a guide wire crossed the lesion and after pre-dilatation, the 2.5 x 28 mm promus stent delivery system (sds) could not advance to the lesion due to a tortuous coronary anatomy. A buddy guide wire was advanced to the lesion and the lesion was pre-dilated. The promus stent again would not advance to the lesion resulting in a shaft separation. The promus was removed and a non-abbott stent was successfully deployed. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.